Event description:
A malfunction alarm was reported on the pump via email. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.